Event description:
Reporter alleged that he found the customer unresponsive and used the aviva system to obtain a result of 145 mg/dl. Reporter stated that he did not believe this result, so he tested the customer on another meter and obtained a blood glucose of 25 mg/dl and then called the emergency services who arrived 45 minutes after the result of 145 mg/dl and obtained a result of 26 mg/dl on their system. Reporter stated that they treated the customer with an IV of glucose and she was taken to the hospital for 5 hours. Reporter also mentioned that one hour prior to his finding the customer, she had obtained a result of 96 mg/dl on the same aviva system, took her normal 22 units of nph insulin and 4 units of regular insulin, and then ate a smaller breakfast than normal. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated the customer no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.